Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore excluder aaa endoprostheses, along with the gore molding & occlusion balloon catheter and the gore dryseal flex introducer sheaths as accessories. It was further reported that two sheaths¿a 12 fr sheath and an aneurysm coil sheath¿were inserted simultaneously via the left common femoral artery. After deployment of the stent grafts, balloon dilation with a mob balloon was performed on the left limb (plc141000j). Subsequent angiography revealed a suspected dissection of the left common iliac artery, as well as decreased blood flow in the left internal iliac artery. An additional stent graft was placed to extend the left limb as part of the treatment. Although blood flow in the left internal iliac artery remained reduced, the procedure was completed with the patient placed under observation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.